Event description:
It was reported that the catheter had dislodged. It was unknown why this occurred. The patient experienced increased pain. The catheter was revised in 2009, and the report indicated that the patient's pain was controlled. The pump was used to deliver morphine and bupivicaine.